Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. On (B)(6) 2009 at approximately 0930, the device was programmed to deliver dilaudid 1 mg/ml, in the continuous mode, with a 0.8 mg/hr continuous rate, no dose limit, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse reported an unspecified alarm condition. At that time, the nurse went to the patient's room and noted the vial was empty; however, the display indicated 2.9 ml had been delivered. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. At 1533, the customer contact reported the patient expired. The customer contact reported the patient was being treated with "end stage liver disease and the patient death was imminent and expected." The customer contact indicated that after a review of the device history at the user facility, the event was the result of an operator error in programming the concentration for 0.1 mg/ml, instead of the intended 1mg/ml. Though requested, no additional information was provided.

Manufacturer narrative:
The customer requested that the device history be downloaded at the service center. The customer contact requested that the device was then to be returned to the user facility without any testing being completed. The customer contact indicated the event was the result of an operator error in programming the device. The device history was downloaded at the manufacturing facility. A review of the device history indicated on (B)(6) 2009 between 0929 and 0930, the device was programmed and confirmed to deliver in continuous mode, in mg, with a concentration of 0.1 mg/ml instead of the customer reported 1mg/ml, at a continuous rate of 0.8 mg/hr, no dose limit, the door was locked, and the delivery was started. Between 0958 and 1108, the device alarmed for an occlusion twice, the door was opened and locked three times, one low battery alarm, and the delivery was restarted three times. At 1320, the device alarmed for an empty syringe. Between 1330 and 1346, the door was opened 10 times and locked 9, there were 9 check setting alarms, 3 check vial alarms, 4 check syringe alarms, 2 bar code not read alarms, and 1 check injector alarm. At 1348, the device was powered off. A review of the history indicates the device delivered as programmed.